Event description:
The screw broke when introducing into the bone tunnel. Surgery was longer, as the surgeon had to remove the broken piece of the screw.

Manufacturer narrative:
Suspected root causes: use of damaged or bent driver, failure to tap if bone patellar tendon bone graft used, graft / screw / tunnel not appropriately sized, insertion over a bent guide wire.